Event description:
It was reported that phrenic nerve stimulation was found. The left ventricular stimulation has been deactivated. The patient is enrolled in the advance iii clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.